Event description:
It was reported that during an endovascular procedure at the distal anterior cerebral artery, the subject balloon failed to inflate. When the subject balloon was brought down to internal carotid artery, the subject balloon inflated slightly but failed to deflate. The subject balloon was then safely removed from the patient vasculature. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure at the distal anterior cerebral artery, the subject balloon failed to inflate. When the subject balloon was brought down to internal carotid artery, the subject balloon inflated slightly but failed to deflate. The subject balloon was then safely removed from the patient vasculature. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated, h3 summary attached - updated, d4 expiration date - added, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual/ microscopic inspection, it was noted that the device was returned with a possible synchro guidewire inserted in it. An rhv (rotating hemostatic valve), hemostasis valve and a torquer device were attached. No kinks or anomalies were noted on the catheter shaft. There was blood noted in the balloon and the distal catheter shaft (micromachined tube surface). During functional inspection, the balloon was inflated with the returned, connected media. No issues were noted on inflation. The device was attempted to deflate but failed. The guidewire could not be removed to inspect the transform. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to the preparation of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The balloon was successfully inflated during preparation. The patients anatomy was significantly tortuous. Multiple inflation/deflation attempts were made. The device was returned for analysis and blood was noted on the distal catheter shaft and in the balloon. While the reported defects of balloon failed to inflate and balloon difficult to inflate was not confirmed during analysis of the returned device, it is most likely that procedural factors such as significant tortuosity as seen in the patient anatomy was encountered during the attempt to inflate the balloon during the procedure which would have contributed to the reported event. The reported event of balloon difficult/unable to deflate during use was confirmed during the analysis of the returned device. An assignable cause of 'procedural factors' will be assigned to the reported defects of balloon failed to inflate, balloon difficult to inflate and balloon difficult/unable to deflate during use and to the as analyzed event of balloon difficult/unable to deflate during use as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.